Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Device available for evaluation updated from yes to no.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide devices via 6fr sheath was performed in the right common femoral artery using the preclose technique prior to endovascular aneurysm repair (evar) procedure. The sheath was upsized to an 18fr and the evar procedure was completed. The knot for the first proglide device was advanced. The knot for the second proglide device was advanced; however, oozing continued from the access site and a non-abbott device was placed to stop oozing. Hemostasis was achieved using the non-abbott device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information provided.